Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the b30 error was unable to be identified, as the issue was not reproduced during the device evaluation. Additionally, it¿s likely the entry of water in the air tube occurred from poor contact due to water adherence or contamination at the end of the scope socket. However, a root cause was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Upon inspection and testing of the customer returned device, it was found that there was water intrusion in the air pump tube. This report is being submitted for b30 error and water intrusion in the air pump tube.

Event description:
The customer reported to olympus, during preparation for a unspecified diagnostic procedure, a b30 (scope communication error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the olympus lamp life meter was reading over 500+hours, lamp life was expired and water invasion inside air pump tubing. The scope socket condition was ok after cleaning. The main power switch was up to date and fan was running ok. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.